Event description:
It was reported that during implant, the helix of the lead would not extend or retract after multiple repositioning of lead. Also the helix of the lead was bent. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix mechanism, tissue on the helix, the lead appeared damaged at implant, the lead was stretched and the tip was bent.